Event description:
Compatible IV primary set was attached to pump. A secondary line with secondary set and filter set belonging to a different MFR was connected to the secondary port of the primary set. The pump was set to hold/reset and the back prime button was pushed. The filter, inside white filter, medium, cracked from bottom to top.